Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pharmacy had been continuing to use a pump to prime the cassette tubing within the hood. In both instances, the cassettes had been filled using only 0.9% normal saline, and when the pump had been started, the pump alarmed ¿downstream occlusion. Clear occlusion between pump and patient." There was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.